Event description:
Surgeon reported one negative outcome after using bioglue to seal a bowel anastomoses. Roughly one month post-operatively, the patient developed a fistula at the repair site. The surgeon re-operated on the patient and indicated that a "large mass" of bioglue was identified that may have restricted the peristatic movement of the bowel, thus causing the fistula formation.